Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and recommended further review with the cardiology department. This device remains in service. No additional adverse patient effects were reported.